Event description:
It was reported that during use with the bd vacutainer® k3e 5.4mg plus blood collection tubes, the lids were difficult to pierce. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: we have noticed since a few days that our hematology instrument (sysmex xn-1500) shows an aspiration error on some edta tubes of lot 3172492 expiration 2024-10 when measured with the tube lid closed. It has been observed that the sample needle fails to pierce the lid on the 1st attempt. When repeated, it usually works.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 10 retained samples were used to draw water. All 10 tubes drew as expected, no difficulties were encountered with piercing the stopper during the exercise. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k3e 5.4mg plus blood collection tubes, the lids were difficult to pierce. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: we have noticed since a few days that our hematology instrument (sysmex xn-1500) shows an aspiration error on some edta tubes of lot 3172492 expiration 2024-10 when measured with the tube lid closed. It has been observed that the sample needle fails to pierce the lid on the 1st attempt. When repeated, it usually works.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.